Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure with implantation of a 3.5 x 28 mm absorb bioresorbable vascular scaffold (bvs) in the mid right coronary artery. On (B)(6) 2016, the patient was re-hospitalized with stable angina. Re-stenosis was noted at the target vessel/target lesion. Percutaneous transluminal angioplasty was performed, with implantation of a 4.0 x 38 mm non-abbott stent. No changes have been made to the patient's medications and the patient condition resolved on (B)(6) 2016. No additional information provided.